Event description:
The initial reporter stated that the pump platen was bent. At this time there was no indication that the pump failed testing in a manner that mmd would consider reportable. When the pump was returned to mmd it failed the 40 psi testing that is used to check for potential free flow. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. The 40 psi failure was discovered at moog. (B)(4).

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was conducted and no non-conformances were found. When the device was returned to mmd for investigation, it was found that the pump platen door was bent and this caused the 40 psi test failure. The pump was serviced to correct this issue.